Manufacturer narrative:
Date of report: 25oct2018. Date of manufacturer: 19oct2018. Date of manufacturer of initial report sent 18oct2018 was submitted as 01oct2018. The correct date of manufacturer date of the initial report was (B)(6) 2018. Philip's product support engineer (pse) troubleshot this issue with the customer over the phone. The customer reported that the device logged error codes relevant to 35 volt power supply, auxiliary alarm and backup alarm failure. The pse recommended that the power management (pm) printed circuit board assembly (pcba) and power supply be replaced. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report:18oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator screen freezes. It was reported that the ventilator was in use at the time of the event, however, no additional information was provided by the customer. The event date was not specified; estimate used.